Manufacturer narrative:
The complaint was posted on the company (B)(6) page. There were not enough details to locate the site, the specific treatment or the treating physician. Not enough details to investigate. The complainant received post back that he should contact his treating physician or contact insightec formal website.

Event description:
This complaint was received from a (B)(6) post on the company (B)(6) page. In the post, the patient's wife stated that the patient's balance was "definitely affected". No further information is available.